Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on august 19, 2024 with lot number 616666. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as cracked valve seat diaphragm valve. As per the investigation procedure: creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "deflation". Discovered, during explant surgery. This record is for the left side. The device has been explanted.